Event description:
It was reported that in anesthesia, the md was unable to advance the swg from the advancer due to severe resistance. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient. The event was initially evaluated and determined to be non-reportable. The returned device was reviewed and the event was determined to be the result of a product malfunction, therefore, it is reportable.

Manufacturer narrative:
(B)(4).